Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During procedure, the right ventricular (rv) lead was unable to be implanted as the helix kept retracting into the lead despite multiple attempts. The rv lead was removed and replaced. The patient was in stable condition.